Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that stimulation patient stimulation was lost and patient controller (pc) displayed the "replace generator, the generator has reached the end of its service, contact your physician for a replacement." Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.